Manufacturer narrative:
For the three reported complaints, the lot numbers for the device were not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The device is labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model unk port. Implantable port allegedly experienced failure to infuse. These reports were received from various sources. All three events had no reported patient injury. One patient is 76 years old, female and weight is 119 lbs; however, all other patient age, weight, gender were not provided.